Manufacturer narrative:
(B)(4). Bradycardia may occur during this type of procedure and as listed in the instructions for use. Bradycardia is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the event.

Event description:
Adverse event (ae): bradycardia. Time of ae: post procedure. Device issue: none. It was reported via trial that an xact stent was successfully implanted in the left internal carotid artery. Post procedure, the patient experienced bradycardia with heart rates in the 50s (baseline 60-70s). No treatment for bradycardia was given. The patient remained asymptomatic and neurologically stable and was discharged to home that same day. The condition was continuing unchanged. No additional information was provided.